Event description:
It was reported that the device had an unit will not stay on even when the battery is replaced and can't charge in a service mode as the device powers down after about 5 seconds of use. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii). The information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. See manufacturer narrative.

Manufacturer narrative:
Correction : annex b : b21. Annex c : c21. Annex d : d16. Additional information : device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?. Annex a : a0721, a0401. Annex g : g02027, g0201503. Annex b : b01. Annex c : c0201, c23. Annex d : d02. H3 other text : see manufacturer narrative.

Event description:
It was reported that the device had an unit will not stay on even when the battery is replaced and can't charge in a service mode as the device powers down after about 5 seconds of use. There was no patient involvement.